Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: lobectomy according to the reporter: customer stated they after clipped the bronchial, the surgeon pressed the firing handle, but the staples did not formed well. The tissue with malformed staples was removed causing tissue loss. The surgeon removed it and replaced it with a new instrument. Surgery time did not extend by more than 30 minutes due to the product problem . There was no blood loss of 500cc or more due to the product problem and no reinforcement material used in conjunction with the stapling device.